Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent skin revision in (B)(6) and (B)(6) 2018 and was administered oral antibiotics and steroids. The implanted device remains.